Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 421mg/dl at the time of incident, treated with bolus. The customer declined to trouble shoot for high blood glucose. Customer stated that the insulin pump act button is not responding and hard to press. The customer states having tremors on fingers and they shake very bad. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement test, operating currents test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to buttons not responding.